Event description:
A customer reported that following bilateral intraocular lens (iol) implant surgery, she experienced inflammation that was treated with medications, then had fibrin deposits on her lenses. When the medications were reduced on three different occasions, the consumer reported eye reddening, itching, sensitivity to light, lacrimation, intraocular fibrin deposits, increase of inflammation cells, and a reduction of vision. The customer had a history of narrow angle glaucoma and a laser treatment to her eyes (pre-existing). The consumer reported that her symptoms have resolved after her medication had been adjusted. The consumer also reported that her irides had already grown together with the artificial lenses resulting in her pupil being very small, 2 mm, with no adaptation when exposed to light. For this eye, the consumer also reported "complications during the surgery". The consumer reported the eye has the "feeling of a piece of cotton wool". Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other similar complaints for this lot. No further action is warranted at this time. Final comments: there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. (B)(4).